Manufacturer narrative:
(B)(4). The customer reported ECG pads ECG waveform loss. There was no patient involvement. The device was evaluated by the local philips representative. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated. The device has been returned to service.

Event description:
The customer reported ECG pads ECG waveform loss. There was no patient involvement.